Manufacturer narrative:
Patient weight is unavailable from the facility. Device lot number and expiration date are not available from the facility. The device was discarded by the user. Device manufacture date is dependent on the device lot number, thus is unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A philips representative reported that a procedure for the dual chamber extraction of two cardiac pacing leads (one right atrial and one right ventricular) commenced. A spectranetics 14fr glidelight laser sheath and lead locking device (lld) was used on both leads. During the extraction of the right ventricular (rv) lead, the lead broke, leaving behind the tip of the lead. The lead broke at the point where the lld ended, which was at the proximal electrode of the tip of the lead. Physician believes that during the process when the lead broke a small perforation occurred somewhere near the coronary sinus. This caused a pericardial effusion that was seen on transesophageal echocardiogram (tee). Subsequently the atrial blood pressure was reduced to the 50¿s. A subxiphoid window was created to drain the effusion and pressure returned to baseline. Patient survived the procedure.